Event description:
The report received via the study indicated that a stent fracture was noted in one of two stents implanted in the right sfa in 2006. The fracture was noted to be one centimeter proximal to the overlap of the stents. No restenosis was found. In addition, it was reported that the patient had an aneurysm in the proximal superficial femoral artery, in-stent. The outcome of the aneurysm was noted as ongoing. Additional information has been requested, but has not been forthcoming as yet. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.